Event description:
I was using abbott's freestyle libre cgm for months without a problem. In (B)(6) I had to remove a sensor and had a red, itching ring where the sensor had been on my arm. I tried another sensor on my other arm. After two days, I again had to remove the sensor and had the same problem. The third sensor I tried to keep on for almost the whole 10 days. By the 5th day, the sensor fell off. Not only did I have a red itchy patch where the sensor had been, but this time it was oozing and weeping. I was using the 10 day freestyle libre system. FDA safety report ID# (B)(6).